Event description:
During surgery, the cement did not adhere to the tibial tray. The tray was removed and a new implant was cemented in place. The surgery was delayed approx 45 minutes.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.